Event description:
The customer reported via phone call that the sensor became stuck on the serter pedestal. The customer stated that the sensor did not insert correctly. She stated that she went to put the sensor in the serter, and when she went to pull the serter off, the sensor stayed on the serter and the needle came out. The customer's blood glucose was 157 mg/dl. She reported that this issue had occurred previously as well. The customer was advised to press and hold the serter button and shake to see if the need fell out; the customer stated that the catch arm was not bent. She was advised to return the serter and complete sensor, including the sensor, pedestal and needle hub assembly. The customer was advised that the serter and sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.